Manufacturer narrative:
Additional information: d9, e4, g2 (add source), h3, h6, h10, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing, priming, usage testing by gravity, usage testing using an in-lab spectrum pump, and water referee back pressure testing on the clearlinks were performed with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site (clearlink) despite having a green alcohol cap in place. This occurred during patient infusion with total parenteral nutrition (tpn). The line was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.